Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. User reported secretion of fluids and blood at the sensor insertion site. The user stated that the hcp was unable to confirm whether an infection was present. Symptoms began on (B)(6) 2025 at approximately 5:00 pm cdt. No additional infections were reported. The hcp is aware of the event and prescribed antibiotics. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported secretion of fluids and blood at the sensor insertion site. The user stated that the hcp was unable to confirm whether an infection was present. Symptoms began on (B)(6) 2025 at approximately 5:00 pm. No additional infections were reported.the hcp is aware of the event and prescribed antibiotics.per dms, the user is currently using the system with up-to-date information.